Event description:
The complainant reported an under-delivery. The feeding set rate was 175 ml, and the display indicated the dose had been reached; however, no product was delivered.

Manufacturer narrative:
(B)(4): the device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically.